Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose and also had motor error on the insulin pump. Customer¿s high blood glucose value was 411 mg/dl. Customer¿s blood glucose value was 300 mg/dl. The customer declined troubleshoot for high blood glucose. The product will not return for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.